Event description:
Fast flow. Cusotmer did not wait the 4 hours after filling before use, as required by the directions for use. Pt experienced a headache and dizziness.

Manufacturer narrative:
No sample was received for the eval and investigation. Without the actual product, a complete analysis cannot be conducted. No determination can be made as to why the pump appeared to infuse quickly. The directions for use (dfu) (1303046, rev. G) table 1 notes that the minimum fill volume for this pump is 150ml. The reported fill volume was 255ml should flow approx 48 hours. The dfu also contains a caution statement: filling the pump less than nominal results in faster flow rate. No adverse event occurred. In addition, the dfu states that the delivery times are approximately, and have an accuracy of +/- 15% when pump is filled to nominal. The device history record for the above lot was reviewed. All mfg operations were found to be within specification. A review of the lot history found no confirmed complaints for fast flow for the reported lot. If additional info pertinent to this complaint or the sample is received, the file will be reopened.